Event description:
It was reported that a cartridge alarm occurred and unknown if this happened during insulin delivery or during pumping. Customer reverted to an alternate method of insulin therapy. The customer declined troubleshooting with tandem technical support. No further information is available.there was no adverse impact to the customer¿s blood glucose level.